Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter name and address: telephone number: (B)(6). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the unit is on material hold waiting for the motor and needle bearing and it was found that the needle bearing and two screws were worn, motor corroded, motor speed unstable and the bearing, screws, motor, switch, and plug harness assembly needed to be replaced. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that this device was sent for repair for unknown reason. At product evaluation investigation the device motor speed was unstable. No adverse events were reported as a result of this malfunction. No additional event information available.